Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported the patient's ipg is dead, and it is unknown if the device depleted prematurely. The patient is not receiving therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the ipgs attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [ipg]; however, it is unknown which [ipg(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: ipg, model: 3660, UDI: (B)(4), serial: (B)(6), batch: a000086926.

Manufacturer narrative:
Date of event estimated. Correction - section h11 - additional device mentioned in the initial report of h11 is no longer applicable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.